Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the despite using multiple usb cables, the pump intermittently charged slowly. Additionally, it was reported that the pump battery was intermittently depleting quickly. There was no impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.